Manufacturer narrative:
Method: device history review; complaint history review; risk assessment;results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified.conclusion: a root cause could not be determined because the device was not available for evaluation.

Event description:
It was reported that; cage was inserted into disc space. Syringe was attached and we started sending fluid. Felt resistance and the green/yellow/pink pressure gauge came up and went right back down. Every time he turned the plunger, the green pressure gauge would show and then go down. There was no water leaking from the syringe or tubing/inserter junction. Lateral x-rays showed some expansion, and doctor took off the inserter. We were putting in another cage at 4/5 when we saw the crooked cage on xray at 3/4. Cage was left in the patient.

Event description:
It was reported that; cage was inserted into disc space. Syringe was attached and we started sending fluid. Felt resistance and the green/yellow/pink pressure gauge came up and went right back down. Every time he turned the plunger, the green pressure gauge would show and then go down. There was no water leaking from the syringe or tubing/inserter junction. Lateral x-rays showed some expansion, and doctor took off the inserter. We were putting in another cage at 4/5 when we saw the crooked cage on xray at 3/4. Cage was left in the patient.